Manufacturer narrative:
Spatz fgia inc. Has received enough evidence to complete the investigation and requested not to return the actual device. The analysis presented a hole developed in the balloon's body. This may occur due to some reasons, for example, due to a microbubble embedded in the material that may burst over time. For this type of issue, corrective actions were implemented in the past, and the overall occurrence rate currently stands on (B)(4) in other cases, patients may not take ppis as prescribed, which can increase gastric acidity and potentially affect the silicone material. A review of the device labelling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined radiographically and/or endoscopically, as this is indicative of a balloon deflation. It is necessary to replace a balloon which has spontaneously deflated. Complications- possible complications of the spatz3 adjustable balloon system include balloon deflation and subsequent replacement.

Event description:
The patient presented with blue-colored urine. An endoscopy was performed, and a deflated balloon was identified. During the procedure, the deflated balloon was replaced with a new spatz3.